Event description:
Following the transapical deployment of a 26 mm sapien valve in a pre-existing mitral ring, the valve was noted to be slightly low with moderate central regurgitation and paravalvular leak (pvl). The valve was positioned 20/80 atrial/ventricular and landed 10/90 a/v. The surgical team elected to place a second sapien valve slightly more atrial to the first. Following the deployment of the second sapien valve there was still some residual pvl due to the shape of the mitral surgical ring. A 6fr amplatzer plug was placed which corrected the pvl. The patient had a pre-existing surgical valve in the aortic position; it was felt by the surgical team that the rigidity between the aortic prosthesis and the mitral surgical ring contributed to movement of the device and malposition of the sapien valve.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention and regurgitation are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, and movement of the delivery system by the operator. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, and post dilation of the implanted valve. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. Of note, the edwards sapien transcatheter heart valve, model 9000tfx, sizes 23 mm and 26 mm, is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien valve in the mitral position and in a previously implanted surgical ring are not indicated; therefore the labeling does not instruct the operator how to position the sapien valve in this scenario. No corrective or preventative actions are required. As reported, patient factors (pre-existing surgical valve in the aortic position and preexisting surgical mitral ring) contributed to the too ventricular deployment of the valve and resulting regurgitation. This event was resolved with implantation of a second valve in a more atrial position.